Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined.

Event description:
During the atrial fibrillation and atrial flutter procedure with pulsed field ablation, a pericardial effusion was noted, resulting in a pericardiocentesis being performed. The procedure was abandoned.